Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient was admitted for syncope. The right ventricular (rv) lead exhibited oversensing on the ventricular high rate episodes with some intervals appearing to be non-physiologic in nature. The lead remains in use. No patient complications were reported as a result of this event.